Event description:
Olympus received a medwatch report that read: "physician forced the olympus flexible tip laparoscope into the obturator of a 12 mm xcel trocar in order to do an insertion under direct visualization, despite being told that it would not fit. When he pulled it out, the vinyl covering of the flexible tip was shredded. The scope has been removed from the field for repair."

Manufacturer narrative:
Olympus had followed up with the user facility via telephone and in writing to gather additional information regarding the report, and we have received only limited information to date. The user facility indicated that the device would be returned for evaluation, however, the device referenced in this report has not been identified nor returned to olympus for evaluation. If the device is received at a later date, or if further significant additional information is obtained, this report will be supplemented. Based upon the details provided in this report, the cause of the user's experience appears to be related to user error. This report is being submitted as a medical device report in an abundance of caution.